Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited r-wave undersensing and a decrease in r-wave amplitudes, pace impedance measurements, and shock impedance measurements. Additionally there was r-wave undersensing. After february 5, r-wave amplitudes had decreased from 10-11 mv to 2.5 mv. Over the last year, pace impedances have decreased from 290-310 ohms to 295-275 ohms and shock impedances have decreased from 55-70 ohms to 49 ohms. The health care professional (hcp) requested electrogram (egm) review due to rv lead performance concerns. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes, noting that the observed changes seemed physiologic. The change in lead measurements did not appear to be related to lead insulation concerns, however further testing was recommended for confirmation. As a result, the device was reprogrammed to vvi 40 to address the observed undersensing. It was noted that sensitivity programming was limited in order to prevent left ventricular assist device (lvad) noise oversensing. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.